Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at the keypad traces. Traces of corrosion found at the electronic assembly per our visual inspection. Unable to perform functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak signal alarm, failed battery test and battery out limit due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated the buttons were no longer working and were starting to stick. The customer's blood glucose was 157 mg/dl at the time of incident. Troubleshooting found the time clock was able to advance. The customer also reported possible moisture exposure to the insulin pump. It was also reported a failed battery test alarm occurred on the insulin pump. The customer reported using the same battery to insert into the insulin pump. The customer was advised to disconnect from the insulin pump. The pump will be returned for analysis.